Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties were encountered. The target lesion was located in the moderately calcified and moderately tortuous upper arm vessel. The symmetry small vessel balloon catheter was advanced to the lesion. The balloon was inflated twice to 12 atmospheres and for approximately 1 minute each time. It was noted that while deflating the balloon, it took almost two minutes to completely deflate. There was no issue in the removal of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties were encountered. The target lesion was located in the moderately calcified and moderately tortuous upper arm vessel. The symmetry small vessel balloon catheter was advanced to the lesion. The balloon was inflated twice to 12 atmospheres and for approximately 1 minute each time. It was noted that while deflating the balloon, it took almost two minutes to completely deflate. There was no issue in the removal of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination revealed no damage to the shaft of the device. The balloon was folded, but not wrapped around the shaft. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure (rbp) with no leaks noted. A vacuum was pulled and the balloon deflated in 30 seconds which is under the recommended time per the product specification. The device was passed over a 0.035" guide wire with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered 'not confirmed' as the returned device showed no evidence of either the alleged issue or any defect which would have contributed to the event. (B)(4).